Event description:
Patient's relative additionally reported right side capsular contracture, baker grade not specified, and "intense pain in implant area." Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, yellow particles on the shell, and fold creases. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient's relative has reported "depression." Patient's relative additionally reported right side capsular contracture, baker grade not specified, and "intense pain in implant area." Patient additionally reported "high levels of prolactin with no apparent reason, joint issues...and decreased libido"; these events are unrelated to the device. Device has been explanted. This record relates to the right side.

Event description:
Patient's relative has reported "depression." Patient's relative additionally reported right side capsular contracture, baker grade not specified, and "intense pain in implant area." Patient additionally reported "high levels of prolactin with no apparent reason, joint issues...and decreased libido"; these events are unrelated to the device. Device has been explanted. This record relates to the right side.

Manufacturer narrative:
The event of depression is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: depression.

Event description:
Patient's relative has reported "depression". Patient additionally reported "high levels of prolactin with no apparent reason, joint issues and decreased libido"; these events are unrelated to the device. Device remains implanted. This record relates to the right side.